Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 06-dec-2022, it was reported by a sales rep via email that an ar-8990st, dx fibertak suture anchor, st & ndls was opened for a procedure and it was found that a short strand of hair was stuck in the anchor. One end was caught in the black rubber ring holding the suture tape coil at the back of the anchor and the other end of it was caught in the plastic needle sheath. The scrub nurse noticed it before the anchor was needed so it wasn't implanted into the patient. To complete the procedure, a different anchor was used.